Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedic surgery and traumatology, zuyderland medical centre, sittard-geleen and heerlen, the netherlands¿. The article can be found at http://www.actaorthopaedica.be/archive/volume-86/issue-4/original-studies/comparable-clinical-and-radiographical-outcomes-between-second-and-third-generation-of-gamma-nails/ the reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery and traumatology, zuyderland medical centre, sittard-geleen and heerlen, the netherlands. ¿. The title of this report is ¿comparable clinical and radiographical outcomes between second and third generation of gamma nails ¿, published on december 01, 2020, and can be found at http://www.actaorthopaedica.be/archive/volume-86/issue-4/original-studies/comparable-clinical-and-radiographical-outcomes-between-second-and-third-generation-of-gamma-nails/. The report is associated with the stryker ¿trochanteric gamma and gamma 3 nailing systems¿ and includes an analysis of the clinical data that was collected on 291 patients. The cases in this study range from january 2005 to july 2012. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information, however the article alleges that 1 patient experienced femoral fracture.